Manufacturer narrative:
Results: the pod 3 was kinked approximately 5.0 cm from the proximal end of the pusher assembly. Conclusions: evaluation of the returned pod3 revealed a kinked device. If the pod3 is forcefully manipulated or handled during removal from the packaging, damage such as a kink may occur. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using pod3s. During the procedure, the physician inserted a lantern delivery microcatheter (lantern) into patient¿s body and was checking the lantern positioning on the screen. During the same time, the hospital technologist pulled a pod3 out of its dispenser hoop and noticed the pusher wire was bent; therefore, it was not used in the procedure. It is unclear if the pod3 pusher wire was bent prior to retracting it out of the packaging hoop. The procedure was completed using a new pod3 with the same lantern.